Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. The lens was cleaned with lphse for further evaluation. One haptic distal area is nick/chipped. The optic has multiple scratches and scrape marks. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. Product history records were reviewed and the documentation indicated the product met release criteria. An unspecified cartridge was indicated. It is unknown if the qualified lens/ cartridge combination was used. The product investigation could not identify a root cause for the reported complaint of "failed to insert the iol into the cartridge due to hard lens". A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. Other lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. This product malfunction was originally reported under an alternative summary report (e2001023). The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report e2001023 has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol failed to insert into the cartridge due to the material was too hard (it wasn't bent, not pliable). Another iol was used for the surgery. There was no patient harm.